Manufacturer narrative:
H.6. Investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 8102681, and no quality issues were found during production. Our quality engineer reviewed the provided photos and found a small red bubble on the outside of the catheter tubing and nose of the adapter. No damage was visible to the catheter tubing and further inspection of the catheter tubing and nose could not be performed as a physical sample was not available. However, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample a definitive root cause could not be determined.

Event description:
It was reported that nexiva 24ga 0.75in y w/ cap leaked blood during use. The following information was provided by the initial reporter: at 9 o 'clock, on the morning of (B)(6) 2020, the nurse was puncturing for the two year-old child patient with indwelling needle , she used the prefilled syringe to connect the joint of indwelling needle, did not remove the needle cap to exhaust, there was no abnormalities. Before puncturing, needle cap was taken off, and they had loosen needle, the loosen distance was to the bottom of the tube. According to nurse¿s description, they only did small distance to move up and down, and then to puncture, they saw the blood returned and lower the angle to puncture, pushing the liquid was very smooth, blood leakage was appeared after withdrawing needle core, and then prefilled syringe appeared a large number of blood leakage, leakage was found at the bottom end of the catheter, so the needle was removed, and the nurse placated the child patient to puncture again.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 24ga 0.75in y w/ cap leaked blood during use. The following information was provided by the initial reporter: at 9 o 'clock, on the morning of (B)(6) 2020, the nurse was puncturing for the (B)(6) child patient with indwelling needle , she used the prefilled syringe to connect the joint of indwelling needle, did not remove the needle cap to exhaust, there was no abnormalities. Before puncturing, needle cap was taken off, and they had loosen needle, the loosen distance was to the bottom of the tube. According to nurse¿s description, they only did small distance to move up and down, and then to puncture, they saw the blood returned and lower the angle to puncture, pushing the liquid was very smooth, blood leakage was appeared after withdrawing needle core, and then prefilled syringe appeared a large number of blood leakage, leakage was found at the bottom end of the catheter, so the needle was removed, and the nurse placated the child patient to puncture again.